Event description:
Complaints of fibrocystic breasts and dysplasia, capsular contractures, arthritis symptoms, muscle fatigue, hand and finger swelling, red splotches on face/neck after sun exposure, coldness and pain in fingers, implants too small and shrinking, malpositioned implants under arm, joint swelling, pain stiff in knees, ankles, wrists, fingers, shoulders, breast wrinkling, tiredness all the time, balance disturbances, headaches, depression, mamory problems, burning and tingling in arms, dry mouth, night sweats, sleeping poorly, musculoskeletal pain, raynauds, sicca symptoms, dry eyes, mouth, dysphagia, mood swings, irritable positive tinels' sign, hair thinning, seborrhea kerotosis.